Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 484 mg/dl. The customer stated that she had bacteria in her blood, causing her blood glucose levels to elevate. The customer stated that the insulin pump had a low battery, but the battery cap could not be removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.